Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were wet with blood residue and dried blood was in the threads of the header cap on the non-cavity ID end. During gross visual examination of the returned sample, a crack was noted on the header cap of the non-cavity ID end. The crack was approximately 2.0 inches in length and extended from 5 degrees to 225 degrees, with the dialysate ports situated at 0 degrees. The sample was subjected to a laboratory leak test. An external leak was observed coming from the non-cavity ID end¿s header cap (same location the crack was identified) at approximately 4.0 pounds per square inch (psi). No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Follow up revealed that blood was observed dripping from the venous end-cap of the device with approximately thirty minutes remaining in the treatment. The blood was reportedly coming from a crack in the threading. The machine did not alarm. The patient was dialyzing on a fresenius 2008t machine and using fresenius bloodlines. Blood leak test strips were not used. After the leak was identified, treatment was halted, and the patient¿s blood was returned. Total estimated blood loss (ebl) was approximately 10 ml. The dialyzer was cleaned and disinfected following the event. Follow up confirmed that the leak was coming from a very fine crack in the threading of the device, on the venous end. The crack had become more difficult to find after the device was cleaned. It was noted that the device didn't leak during the priming phase. It was also confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was not re-setup with new supplies to complete their treatment. It was confirmed that there were no adverse effects due to the incomplete treatment. The dialyzer was reportedly available to be returned for a manufacturer evaluation.